Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with missing segments due to cracked lcd glass. The pump also had a minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had a partial display and that all of the info was not visible. The insulin pump was not dropped or bumped but was out in the sun. The insulin pump failed to self test. The blood glucose reading was 120 mg/dl. Nothing further was reported.